Manufacturer narrative:
Additional information regarding the patient's prior pump exchanges for thrombosis are covered under MFR# 2916596-2017-01665. (B)(4). Approximate age of device ¿ 13 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's native heart recovered and the pump was explanted. The explant was also due to suspected pump thrombosis. No further information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned assembled with the driveline cut approximately 12 inches from the pump housing. Evaluation of the outlet stator revealed a soft deposition of unstructured blood. The lack of structure and adherence indicated that it did not initially form in the outlet stator. A similar deposition was present on the inlet section of the rotor. The body of the rotor revealed a hardened, tissue-like deposition between two stator blades. Its areas of denaturation suggest that it was likely present while the device was supporting the patient. Although a root cause for the development of these depositions and a timeframe for which they were present in the pump could not conclusively be determined through this evaluation, the depositions could have contributed to the patient's elevated lactate dehydrogenase (ldh). Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient''s medical course was reportedly complicated by device thrombosis status post subcostal device exchange on (B)(6) 2017, with persistently elevated lactate dehydrogenase. Subsequently, the pump was explanted on (B)(6) 2017 due to cardiac recovery.